Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two scs leads from the same lot number. It was reported the patient was not receiving effective stimulation coverage from her scs system. Subsequently, the patient's scs system was explanted to have an MRI performed, and further evaluate the reason for the system's ineffectiveness. Follow-up identified the patient was re-implanted on (B)(6) 2015 with a different model lead. Reportedly, the patient's system was successfully programmed postoperatively. The reported issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.